Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l37628, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump was ¿not working¿ however further details were not known to the reporter. An MRI was to be done. Additional details regarding the reason for the MRI was not provided. The medication being delivered via the device system at the time of the event was not provided. Additional information has been requested regarding the cause of the event, if there were any patient symptoms, if any interventions occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.